Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
General report received of an unspecified number of undocumented incidents of leaking; subsequently blood loss was noted. The devices were connected to the needleless injection caps on the powerpicc catheters. After unspecified lengths of time in use, the nurses noted unspecified volumes of blood leaking from the threads of the devices and the needleless injection caps. The nurses removed the devices and flushed the catheters. The devices were replaced with clave ports. There were no reported adverse pt effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional info was provided.